Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2401 - has been used to capture an unspecified patient injury. The following imdrf impact codes capture the reportable events of: f12 - has been used in the light of this patient had filed a legal claim for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during laparoscopic/robotic adhesiolysis, robotic sacrocolpopexy with non-boston scientific mesh, retropubic mid-urethral sling (advantage fit), and cystourethroscopy procedure performed on (B)(6) 2018, for the treatment of cystocele, rectocele, prolapse of the vaginal vault after hysterectomy and mixed urinary incontinence and extensive pelvic adhesions. Findings of the procedure include: normal external genitalia and vaginal epithelium. Absent cervix, uterus, fallopian tubes, and ovaries. Extensive adhesions of the small bowel, descending colon, and the omentum to the abdominal wall in both the right and left lower quadrants and the vaginal cuff and bladder. She had a moderately large cystocele and rectocele with apical prolapse. These defects seemed to be well corrected following sacrocolpopexy. There were 2 sutures within the vagina following sacrocolpopexy which were removed. Normal-appearing upper abdominal anatomy except the adhesions. Negative cystourethroscopy with apparently patent ureters as above. There were no abnormalities to explain her bladder symptoms. There was a suture noted within the bladder wall, but it did not pierce into the bladder epithelium, and therefore no management was undertaken. Ureters were apparently patent as above. Moreover, the patient tolerated the procedure well. The patient was in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.